Event description:
A report was received that the patient was experiencing pain at the ipg site down to the right leg. It was also reported that the patient had a charging issue. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. No device malfunction was suspected. The patient was doing well postoperatively. The explanted device was not returned to bsn. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially relate to the event occurred during the manufacturing.

Event description:
A report was received that the patient was experiencing pain at the ipg site down to the right leg. It was also reported that the patient had a charging issue. The patient will undergo an ipg replacement procedure.